Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited right ventricular (rv) noise which was being over sensed resulting in inappropriate anti-tachycardia pacing (atp). The patient was evaluated in the clinic and troubleshooting was performed; however, the noise could not be recreated. The noise appears to be non-physiologic. Additionally, reviewed of presenting found one over sensed premature ventricular contraction (pvc). Daily measurements were noted to be stable. There were excursions on the rv intrinsic amplitude as low as 2mv. Technical services provided programming options. At this time, the device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).